Event description:
It is reported that ostomy patient since the age of one who applied product around stoma, went to the hospital related to a peristomal contact "eczema" described as a little but larger than the used wafer (non convatec product). It is further reported that a patch test revealed a sensitization associated with the chemical substance, butyl glycidyl ether. Lastly, patient was provided treated with a topical steroid therapy which completely healed patient's "eczema."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is further reported that the treating physician has asked the producers (convatec) for the composition of the ostomy products (stomahesive paste) used which was sent to her via email. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.